Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim and medical records received. After review of medical records patient was revised to addressed failed metal on metal total hip arthroplasty due to elevated chromium and cobalt levels, trunnions associated with adverse local tissue reaction. Upon entering the hip joint, black fluid appeared almost like engine oil was present. Femoral head was removed and small amount of black material was noted at the head neck junction. The cup was slightly vertical but acceptable and slightly decreased anteversion but also in acceptable range. Doi: (B)(6) 2009. Dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: e3, h6 (clinical code). E3 initial reporter occupation: lawyer. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.